Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was not detected on the bus. A field service engineer resested the row board connection. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was not detected on the bus. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.